Manufacturer narrative:
Block b3: exact date unknown, event occurred last april 2020 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient implantable pulse generator (ipg) was not a holding a charge. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.